Event description:
It was reported by service report that the foot end is loose/wobbly which could effect lifting and lowering of the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.